Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during a dwell cycle of their automated peritoneal dialysis therapy. Reportedly, a supply bag became disconnected from the supply line of the homechoice set during therapy for an unknown reason. Baxter's technical service center assisted the home patient in ending the therapy early. No patient injury or medical intervention was indicated at the time of the initial report.